Event description:
A surgeon reported a patient whose intraocular lens (iol) was explanted due to the haptic separating from the lens and the patient experienced edema. Additional information was received from the surgeon who reported an evacuation of blood in the anterior chamber was required to treat the event. The patient is currently aphakic and waiting for an iol implant.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested and a completed questionnaire was received on (B)(4) 2012. (B)(4).